Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle (serial# :unknown), unknown egia su, unknown endo gia sulu (lot#: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during pre-operative preparation for use, a mechanical issue was identified with the adapter when retracting the knife blade. A small tremble was felt during retraction, and it was suggested that there could be an internal irregularity within the adapter portion. The issue was confirmed through testing. There was no patient involved.

Manufacturer narrative:
Additional information: d4 (UDI), g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted a representative reload was attached to the adapter and was able to be loaded and unloaded without difficulty. The reload was able to be rotated and articulated in all directions without hang-ups, trembles, or sluggishness. The adapter was able to be fired without any issues. After firing, the adapter was reconnected and no new errors appeared. It was reported that a mechanical issue was identified with the adapter when retracting the knife blade. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: there was universal asynchronous receiver-transmitter (uart) communication error. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.